Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "dark blue piece" of a transfer set was observed to be separated from :the light blue piece" and the patient was subsequently diagnosed with peritonitis. The patient was not hospitalized for the event. The patient was treated at home with an unspecified antibiotics. The patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with the minicap on the dark blue connector and the white twist clamp in closed position. Functional testing including leak testing, clear passage and clamp function testing were performed with no issues noted. Visual inspection by the naked eye and magnification was performed and found the female connector separated from the light blue main body. The insert/chip was present; however, there was no indication of solvent on the top of the insert/chip. There was no evidence of solvent on the threads inside the barrel of the light blue main body. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.